Event description:
A system operator reports the laser stopped firing 3 times during surgery on 1 pt. Each time he depressed the reset button and the surgeon was able to complete the surgery without further interruptions. The system operator also stated the pt was not injured or impacted by this event.

Manufacturer narrative:
Reporting of this complaint at this time is based on receipt of a letter from the FDA dated april 10, 2008 in which the agency informed alcon that complaint (event date: 2006) should have been reported as a serious injury MDR. As a result of that injury report, a 2-year reporting timeframe was initiated for all complaints of the same type. All complaint files for the ladar6000 were reviewed for this type of event starting the same day. This MDR filing is a result of that retrospective review. Determination of root cause: assessment: during the on-site investigation, the territory manager, (tm) was able to reproduce the reported problem, the thyratron was skipping pulses. The tm adjusted the reservoir voltage and performed shot count test, then performed a successful system verification. No parts were replaced or returned for eval. Conclusion: based on the results of the investigation, the root cause is component related, specifically the thyratron.